Event description:
It was reported hat the customer was hospitalized for high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was hospitalize sometime in (B)(6) but doesn't recall date. The customer is unavailable to provide any information for documentation. The customer was advised to call back once he has the discharge paperwork.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.